Event description:
It was reported that a high risk pt underwent an episiotomy procedure on (B) (6) 2010. Two weeks post-operatively, the pt presented with a wound dehiscence. Additional info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Wound dehiscence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.